Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 600i synchron access clinical system was leaking. Fluid was found running from the analyzer along the external tubing to the reagent compartment side of the instrument. Liquid was also observed running from the laboratory's waste drain along the instrument's external waste tubing to the analyzer but the source could be identified by the customer. Upon troubleshooting with bec customer technical support (cts), the customer found liquid in the reagent compartment of the instrument; the source of the liquid was unknown and no active leaking was observed. The leak was not contained within the unit. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear during this event. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the collar wash valve to resolve the leak. The fse confirmed that the collar wash valve caused the leak and was the source of all the liquid observed by the customer. No further leaking was observed and service activity was verified. (B)(4).